Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/ chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain") and dyspareunia ("pain during intercourse"). At the time of the report, the pelvic pain, pelvic discomfort, abdominal pain and dyspareunia had not resolved. The reporter considered abdominal pain, dyspareunia, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physician but was unable to resolve them. As per mr : (B)(6) 2011 (discrepancy noted). Right: 7 coils left: 3 coils were visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 25-may-2021: medical record received : reporter information and rcc were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.